Manufacturer narrative:
Received intact complaint sample was visually inspected for any damage, wrinkles and pinholes over the foil but no such defect was evident. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, damaged packs but no such defects were observed.sterility test was performed and found to meet the specification.

Manufacturer narrative:
(B)(4) date sent to the FDA: 09/13/2016. (B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4), batch (B)(4) . In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: how many patients experienced this issue? Six patients. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). Post operative infection. What was the onset date, time from the index surgery? Ten days. Was medical intervention required to treat the patient condition? Results. Yes. Does the patient have known allergic history to medical device, food or medications? Not clear. Was there any allergy testing performed? If yes, results? Not clear. On what tissue was the suture used? Nw843 was used for fascia / skin, nw2347 used for rectus sheath/ skin. Name of the procedure? C section. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Total 6 patients with varied tissue conditions. How was the suture placed, interrupted or continuous? Continuous. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any sign of infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? What were the results of the cultures? What medical intervention was performed to treat the infection/ wound healing? What is the current condition of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used on the rectus sheath. The patient developed a post-operative infection 10 days after the procedure. One month following the procedure, the patient experienced a sinus problem and the wound was not healing. Medical intervention was provided but the exact type is unknown. Additional information has been requested.